Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a confirmed downward trend at the time of follow-up and blood glucose questionnaire entries indicating a high glucose value of 240 mg/dl; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included temporary impairment with no reported hospitalization. Investigation included internal review of device use and user-reported data. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was consistent with user-specific or physiological factors with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.